Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman ® laa closure device & delivery system was advanced and the closure device was deployed. The device was partially recaptured and then noted to be kinked. The device was then fully recaptured and removed. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was inside the sheath and connected to the core wire as received. Blood was on the device. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The tip was damaged, with damage consistent with anchor damage during recapture. The inner shaft was damaged, consistent with anchor damage during implant recapture. The implant was deployed during analysis and found to be consistent with the reported size. The implant anchors were damaged. The core wire was kinked 3cm from the tip of the core wire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID (B)(4), tw ID (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman ® laa closure device & delivery system was advanced and the closure device was deployed. The device was partially recaptured and then noted to be kinked. The device was then fully recaptured and removed. The procedure was completed with another of the same device. There were no patient complications reported.